Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Foreign matter found in keytruda bag. Event details: it was reported that two vials of keytruda were prepared, the liquid was collected from each vial and infused into the infusion bag. Before the infusion bag was handed over to the nurse, the person in charge checked the bag and found foreign matter. One particle was found by visual inspection. Please analyze the size of the core. (It is mixed in the bag.) The lot of the injector is unknown. The incident occurred after connecting the protector and injector. The product that was connected to the infusion bag was 515309.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that particles were observed inside an IV bag. For investigation, two vials, one IV bag, one l-connector, and a device not manufactured by bd were provided to the quality team. Upon inspection, a gray particle was confirmed inside the infusion bag. Testing determined that the particle was consistent with material from the infusion bag's rubber stopper. No damage or defects were identified within our device that could have contributed to this observation. Additionally, particles were noted within the vial itself, which also appear to be consistent with material from the vial stopper. Coring of a rubber stopper can occur depending on stopper quality, stopper design, or if an incomplete or misaligned connection is made during spiking. Finished products for this reference undergo sampling as well as visual and functional inspections throughout the various manufacturing subprocesses in accordance with established procedures. Because a lot number was not provided for this incident, a device history record review could not be completed. Based on the available information, we cannot definitively determine which spike was responsible for introducing the particle observed in the IV bag; therefore, a root cause cannot be established at this time. The quality team will continue to monitor complaints for this device and reported condition for any emerging trends.

Event description:
No additional information.